Event description:
It was reported that the user announced a usual meal at first bite for a dinner consisting of two corn dogs and a baked potato, experienced a postprandial glucose rise to 316 mg/dl, and subsequently declined to 53 mg/dl. The user treated the low with apple juice, later noted persistent hypoglycemia, indicating insufficient treatment of hypoglycemia. The user removed the pump, and transitioned to multiple daily injections, with troubleshooting and education completed for low glucose events and treatment practices. Symptoms included hypoglycemia characterized by feeling alert at 53 mg/dl without other reported symptoms. Outcomes included a minor illness or impairment consistent with transient hypoglycemia, without hospitalization. Investigation included communication and interviews and analysis of the information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. A separate report will be submitted for the hyperglycemic episode.